Event description:
It was reported that the patient needed to see the physician to have her generator turned up as her magnet was no longer able to abort the seizures she was having. The patient was reportedly in bad condition and the physician could not see her until a later date. There was concern that the patient may not be able to survive until her appointment date. Additional information indicated that the patient missed her last appointment with her physician, but the device was being re-ramped up. The patient reportedly was no longer getting any benefit from the magnet stimulation. Attempts were made to the neurologist's office but additional relevant information has not been received to date.